Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed, the manufacture history (DHR) of the device and confirmed, no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4), but it could not duplicate the reported phenomenon. The image of the subject device was worked as normal. Since the basic test was carried out and all functions of the subject device as normal, the subject device would be returned without any repair to the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device had no image but a black screen during the unspecified procedure. There was no patient injury associated with this report.